Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely, high, out of range, pacing lead impedance was observed on the right atrial lead. The lead was functioning normally, and therefore, physician elected to leave the lead implanted. If the lead continues to function poorly, the device will be reprogrammed. The patient was stable and will continue to be monitored.